Event description:
It was reported that the atrial lead was not capturing or sensing. The patient was feeling shortness of breath. The device was near eri. During the explant of the lead, it appears that the device was pacing at higher rates. The device went into a backup vvi mode. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.